Event description:
This is a report of a patient who experienced but was not hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis is unknown. The patient was treated with amoxicillin (dose, route and frequency not reported). The patient was reported to have fully recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available at this time. This is 1 of 2.

Manufacturer narrative:
(B)(4). As the minicap was not returned, a device analysis could not be completed. A batch review of the potentially associated lot numbers gd896290 and gd896126 will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896290 and gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.